Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a metasul head 28 s 12/14 on unk date. Currently the pt is being monitored due to pain caused after pt fall in (B)(6) 2013.